Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 702 mg/dl; cause was not known. Reportedly, the customer went to the emergency room, was admitted to the hospital and subsequently admitted to the intensive care unit (ICU) due to elevated bg and trace of ketones, which were identified as life threatening by a healthcare provider. Customer attempted to self treat bg level by a bolus via pump; however, was treated intravenously with fluids of saline and insulin. Customer was released with issue resolved. The customer was instructed to consult with healthcare provider regarding bg level.